Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed that the beats in question included biventricular (biv) trigger pacing and the purpose of biv trigger. Also, patient was in atrial fibrillation (af). This lead remains in service. No adverse patient effects were reported.